Manufacturer narrative:
The returned device data were checked. The analysis of the available iegms confirmed interference signals in the right-ventricular channel, which led to a charge process. Aside from that, there were no anomalies. In the following, the lead was thoroughly analyzed. Multiple signs of abrasion were seen along the lead body. In particular in the distal area of the lead, the insulation was damaged due to fraying. This damage manifestation is with high probability the cause of the interference signals mentioned in the complaint. The position and characteristics of the fraying lead to the assumption of strong mechanical stress on the lead in the area of the tricuspid valve. Significant movement of the lead should be considered as cause. X-ray images or diagnostic images of any other kind, which could provide information on the positional relationships of the implanted system in the body, were not available for analysis. Further damage, such as the deformations of the shock coils, is probably a result of the explantation process. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR. It was reported that oversensing was observed 35 months after the implantation. The lead was explanted and replaced. No deterioration of the patient's state of health was reported. The lead is currently undergoing analysis.